Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-36551. Related manufacturer report number: 2017865-2023-36552. Related manufacturer report number: 2017865-2023-36554. It was reported that the patient expired. The cause of death was reported as respiratory arrest, chronic congestive heart failure, heart failure. The pulse generator, right atrial, right ventricular, and left ventricular lead were explanted and returned without clear information as to whether the death was related to the products. Further information was requested but not received.

Manufacturer narrative:
The product was returned due to patient death. As received, the connector portion of a partial lead was returned in one piece. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.